Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 38 mg/dl. The customer treated herself with ice cream, peanut butter and glucose tablets. The customer was changing the infusion set when the low blood glucose event occurred. Troubleshooting was done. The customer stated that the drive support cap was normal. Advised customer to monitor the blood glucose. Confirmed that the customer's priming technique was fine. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.